Event description:
It was reported that during a lc procedure, the staple of the device did not fire completely. And, the fired staple was malformed. An add'l tr45g was opened and the case completed. No pt consequence.